Event description:
Event was determined to be reportable based on analysis approved in 2008: it was reported that prior to a percutaneous transluminal angioplasty (pta) procedure, a shaft kink was noted upon unpacking the wallstent 10mm x 68mm x 100cm delivery system. The device had no contact with the pt. The procedure was completed with another of the same device. Analysis revealed a broken sheath.

Manufacturer narrative:
Initial examination of the returned device noted that the stent was fully mounted. Examination of the outer sheath noted that it was broken at approximately 15mm distal to the t-bar connector. It was noted that the break was consistent with the end of the stainless steel shaft. A slight bend was noted in the stainless steel shaft. The manufacturing record for this batch was reviewed and confirmed that the device met its material, assembly, and performance specifications. The root cause of the sheath break can be attributed to handling damage.